Manufacturer narrative:
This report has been identified as (B)(4). One (1) sample, in open packaging, was returned for evaluation. Visual examination noted the ball lodged between the tubing dispensed and roam freely in the tubing. A leakage test was performed per specification and leakage was found from the blood filter. All information of this incident was forwarded to our supplier for evaluation. Our supplier performed an investigation, but could not determine the exact root cause into the incident. However, since the production of the lot, they have added a new electronic solvent dispenser to assure better solvent application to the bonded area. In addition, the supplier has also increased their in-process inspection sample size to improve detection of defects. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by the user facility: end user reports that the IV tube cracked just below the filter aspect of the tubing, when clinician was using hand pump. Sodium chloride was used at the time of incident. No injuries to patient reported.